Event description:
A facility reported that a patient presented wound infection (cellulitis) on the right foot after integra meshed bilayer wound matrix (ID mwm4051) was placed on (B)(6) 2023.a debridement was performed on (B)(6) 2023 which required additional graft. The infection was identified as culture ¿ moderate staphylococcus aureus. The treatment for the infection was wound dressing with hydrogel, amoxicillin -clavulanate 500-125mg q 8 hours x 7days. The patient has a health history of ischemic right middle cerebral artery stroke, acute cellulitis and abscess of right foot, hypertension, dependence on nicotine. The patient was treated and discharge home with follow up in podiatry clinic.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The integra meshed bilayer wound matrix was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.